Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One device was received outside the original package. The device was visually and functionally inspected and leaking in the bag was detected. The report failure has been confirmed. A quality alert was generated and delivered to production personnel to notify them of the finding and provide feedback about this failure mode and review current on process controls. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the set was leaking due to a hole in the bag. This event occurred during priming and there was no patient involved.